Event description:
The facility reported an infuso.r. Pump which alarms constantly. The condition was discovered during bio-medical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. A baxter service technician confirmed the reported condition when a constant alarm interrupted delivery during testing. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infuso.r. Pump which alarms constantly was confirmed and reproduced during product evaluation. This condition was caused by a loose lead screw. The lead screw was tightened to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.